Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation had turned off several times since the patient had 2 devices implanted 4 inches apart. It was determined that stimulation was turning off because of the neurostimulators' close proximity to each other. It was unclear if the patient still had both neurostimulators at the time of this report. Additional information has been requested but was not available as of the date of this report. Refer to manufacturer report # 3007566237201105596.